Event description:
On (B)(6) 2010, this pt was implanted with gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. There was significant angulation in the aortic arch, and incomplete apposition to the aortic arch was seen at the conclusion of the procedure. The pt tolerated the procedure, and no other complications were noted. On or about (B)(6) 2012, the physician observed stent-graft infolding at the proximal end of the gore tag device. Cause of the infolding was not identified. The physician intends to intervene in (B)(6) 2012 where a palmaz stent will be placed to address the infolding.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Although specific anatomical measurements were not provide to gore, it was reported that the aortic neck angulation was significant. The instructions for use state that key anatomic elements that may affect successful exclusion of the aneurysm include severe neck angulation.